Event description:
It was reported that, in the primary case there was reconstruction of the glenoid which lasted for 14 years until loosening. The blueprint revision was performed. It has been mentioned in the response that a stryker device was revised following the planning. Revision surgery was necessary due to loosening implant. No further information provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.